Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined via data. No injury or medical intervention was reported.